Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. No physical investigation or assessment has been conducted on the defective catheter as no actual or representative sample was returned for investigation. There was only photo provided. However, in the absence of any actual or representative sample, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
It was reported that the pediatric department reported incidents with this reference 170003. With sizes 80 and 100, lot# 19fe25. The catheter separated from the "y" connector (see picture). The clinical consequences are unknown at the time of logging. Additional information: there was the usual tension of a child who tries to remove his urinary catheters by himself. But we did not have such a break with other suppliers.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the pediatric department reported incidents with this reference (B)(4). With sizes 80 and 100, lot# 19fe25. The catheter separated from the "y" connector. The clinical consequences are unknown at the time of logging. Additional information: there was the usual tension of a child who tries to remove his urinary catheters by himself. But we did not have such a break with other suppliers.